Event description:
On (B)(6) 2015, nakanishi received an e-mail from a distributor ((B)(4)) saying that a patient was burned on the lip due to overheating of a handpiece. Details are as follows. - on (B)(6) 2015, (B)(4) was made aware by incoming repair paperwork that an nsk handpiece, x95l ((B)(4)) had overheated and the patient had been injured by the overheating. - the event occurred on (B)(6) 2015. - the patient was undergoing the procedure of filling prep #28 under local anesthesia. - a small blister was developed on the lip of the patient. - according to the dentist, the burn appeared to be 2nd degree on the lip round (10mm) and (2cm) in length. - vaseline was applied and the patient was instructed to apply daily to the lip. - according to a patient follow up report, there was no scar and the lip fully healed.

Manufacturer narrative:
Upon receipt from nsk america of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject ti-max x95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a temperature testing of the returned device in the following manner. Temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points farther toward the distal end of the device, testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the handpiece at 40,000 rpm, which is maximum rpm for the motor that drives the handpiece (200,000 rpm for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the following temperature rise at the test points after the beginning of the measurement ; (1) 31.6 degrees c, (2) 33.4 degrees c, (3) 31.5 degrees c and (4) 31.9 degrees c. All the temperatures observed in the measurement were within the nakanishi specification range. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed discoloration of gear, which indicates that the gear was corroded. Nakanishi took photographs of all the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of overheating of the returned device was due to ingress of corrosion dirt into the rotating part. A lack of maintenance caused corrosion in the gear and the corrosion dirt entered the rotation part while rotating. This caused abnormal rotation resistance, which resulted in the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions. Nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance as instructed in the operation manual.